Event description:
Revision surgery occurred to swap out the polyethelene ("poly") humeral cup. Intent of the revision surgery was to upsize the humeral cup; humeral stem also removed. The original 135/145 degree 40/+6 humeral cup was removed and replaced with a standard 40/+6 cup plus a reverse 135/145 adapter. Original stem size 14, upsized to size 15.